Event description:
It was reported that approximately four weeks after implant, the patient presented to the emergency room (ER) with a pocket infection. Following the implant the patient noted effusion of the wound developed. The patient observed the condition, disinfecting the wound; wound swelling developed and the patient visited the ER. Discharge from the wound and formation of a fistula were noted. The patient was diagnosed as having pocket infection and was admitted to the hospital. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced on the opposite side. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.